Event description:
It was reported to philips that the system failed to start up. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system didn¿t start up. Upon troubleshooting, fse found that there was intermittent failure of the review module power button. To resolve this issue, fse replaced review module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.